Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair procedure using the pinnacle pfr kit, the physician noted that the coloring on one side of the pinnacle mesh legs was reversed from the coloring on the other side. The physician is experienced with the pinnacle device, realized the coloring was incorrect, and placed the product legs properly with no complications to the pt, and the pt is reported to be "fine" post-procedure.